Manufacturer narrative:
Other, other text: investigation completed on a smiths medical safety active catheters - catheter severance was received with a severed v shape edge. From the complaint description it is reported that the defect was discovered during the catheter removal, so it wasn't defective during the use. The shape of the severed area is compatible with a damage caused by a needle reinsertion. The deceive passed inspection 100% during manufacturing and prior to release of product, in conclusion the failure investigation identified a potential improper use of the device as potential root cause of the complaint.

Event description:
Investigation completed.

Event description:
Information received a smiths medical peripheral intravenous catheters (pivc)/jelco malfunctioned causing surgical removal of device. The report indicated that upon removal of the catheter, it was noted that the hub broke off leaving a portion of the IV catheter in the left antecubital fossa. A provider was notified immediately, and plastic surgeon consulted. An ultrasound was performed of the arm after which the plastic surgeon performed a venotomy at the bedside. Catheter was removed after which the skin was closed with sutured. No apparent complications. Listed part no. 4082.